Manufacturer narrative:
The returned device was not evaluated. The device went through at least one decontamination procedure using a high-level disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
As reported: patient has intravenous drug abuse addiction that led to sternal wound infection from previous tricuspid valve repair and pacemaker pocket infection. Epicardial leads were removed from the patient and the pacemaker system. This is similar to events MDR 2183787-2020-00061.